Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported an elective replacement indicator (eri) error code as of "recently." They had already met with the healthcare provider (hcp) who told them they had two months until eri, with the patient having high settings. There were no falls/trauma related to the issue, and there was an allegation/dissatisfaction with implantable neurostimulator (ins) longevity. There were no patient symptoms alleged. The patient's indication for implant is parkinson's dual and movement disorders.